Manufacturer narrative:
.

Event description:
Patient broke fell and broke her hip and was implanted on (B)(6) 2013. Patient went downhill and passed away on (B)(6) 2013. It was stated that the patient had blood poisoning.

Manufacturer narrative:
Patient fell and broke her hip and was implanted on (B)(6) 2013. Patient went downhill and passed away on (B)(6) 2013. It was stated that the patient had blood poisoning. Doi: (B)(6) 2013 (right hip). Update rec'd (B)(4) 2013 - patient's medical records were received. Records indicate the patient became de-conditioned from the time of implant on (B)(6) 2013, at which time she passed away, per her daughter. Operative records indicate the patient underwent a tha due to a sustained an angulated fracture of her left hip in the sub-capital region. There are no indications of complications during the procedure and the patient was taken to the recovery room in good condition. The patient was readmitted to the hospital on (B)(6) 2013 due to confusion leading to a diagnosis of atrial fibrillation. At this time the left hip incision was noted to be dry and intact. The patient was readmitted on (B)(6) 2013 for de-conditioning, there are no noted complications with left hip wound at this time. The devices associated with this report have not been returned. A review of the sterilization certificates and device history records for the provided product/lot combinations did not reveal any related deviations or anomalies. A review of provided medical records found no evidence the devices contributed to the report. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.